Event description:
The pt was in kidney failure and had triple lumen catheter inserted with no problem. Two days later the pt required dialysis and another MFR's catheter was inserted. An x-ray was taken to verify catheter placement and revealed the presence of a guide wire which had migrated into the superior vena cava. Upon checking all guide wires from the other MFR, they surmised it was the guide wire that was in the pt. The wire was removed without any complication.